Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Review of the device history record was not possible as the lot number is unknown. Based on the information received, the cause of the reported aortic insufficiency remains unknown.

Event description:
Related manufacturing ref: 3008452825-2019-00330. Following a mmvt ablation procedure, an echocardiography revealed moderate aortic insufficiency which had not been identified prior to the procedure.